Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, upon inserting the balloon catheter in the sheath, it was considered that the auricle was perforated. Additionally, during initial left superior pulmonary vein (lspv) ablation, the patient experienced hypotension, and pericardial effusion was noted via ultrasound. The ablation was stopped, and a pericardial drainage was performed. The case was aborted, and the patient was not under general anesthesia. A thoracotomy was also performed, with the auricle being removed. It was noted that the patient's condition became stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least two applications were performed with balloon catheter 2af284, with lot number 03058 without any issues or system notices on the date of the event. The physical product was not returned for investigation and there was no indication of a product malfunction. The reported clinical issues could be confirmed through data analysis. These were clinical issues (perforation, pericardial effusion, hypotension) encountered during the procedure. Also. The risk of the patient being under general anesthesia without full therapeutic effect is one the adverse events being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.